Event description:
The customer reported to olympus while preparing for use, a transducer error code and other error messages displayed when the shockpulse lithotripsy transducer was plugged in. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, a root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿regarding check probe illumination, possible causes may be ¿the probe is loose¿ or ¿the probe has failed or has a crack.¿ troubleshooting this problem includes ¿remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench,¿ or ¿replace probe.¿ " ¿for the problem with error indicator illumination, ¿the transducer may have malfunctioned.¿ troubleshooting this problem includes ¿reboot generator by turning power off and then back on. Plug in a second transducer to the generator.¿ in addition, the IFU advises ¿it is always recommended that a spare transducer and probe assembly be available.¿ ¿ olympus will continue to monitor field performance for this device.